Event description:
It was reported the device exhibited a downstream occlusion failure. Patient involvement is unknown. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: unknown.

Manufacturer narrative:
One device was returned for analysis. Visual inspection showed scratched lcd lens, bubbled dso seal and a worn uso seal. The tamper seal was removed. A functional test was performed and the reported issue was not duplicated. No occlusion was found during the functional test. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.